Event description:
Reporter noted occlusion in oscillation mode with all three phaco handpieces, but not in I/a mode. Handpiece had to be flushed frequently to finish case. Completed in one hour with difficulty. No pt injury occurred, but three other cases were cancelled.

Manufacturer narrative:
H-10: a co service rep checked system and found it to meet performance specifications. Customer noted re-use of single-items (not specified).